Manufacturer narrative:
(B)(4). Pump was received with totally destroyed pump. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to damaged pump.

Event description:
Information received by medtronic indicated that the insulin pump had crack. The customer stated that the insulin pump was dropped and had crack on the screen. The customer was advised to discontinue the use of the insulin pump and revert to the back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.